Event description:
During stent placement in the kidney,the portion of the stent that pushes broke off was was retained in the pt. The pt will have a procedure in a few days to remove the stent, kidney stones, and piece of the stent.